Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. Functional testing was performed and the reported condition was confirmed. The sample failed under water pressure testing at 8psi. A solvent blockage was observed between the adapter and the tubing. The assignable root cause could not be determined; however, retraining was required for all personnel involved in the manufacturing of this code.

Event description:
The customer reported to baxter (B)(4) that the solution did not flow through one of the adapter lines of a catheter extension set. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is reported to be available but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.